Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion exposing the outer coil caused by friction to the device can was noted at 5.6 cm to 6.0 from the connector pin. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that the patient with sick sinus syndrome and atypical chest pain, atrial lead was defective and breaking down. Several years ago, the atrial lead reverted to unipolar due to sensing issues with adequate capture. Since the patient was asymptomatic, the lead revision was decided to be performed once the pacemaker reaches eri. The lead was cut and explanted. The patient was stable.